Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the defibrillation test failed. There was reportedly no patient involvement. Philips remote service engineer worked with the onsite biomed and it was determined that this was a malfunction of the high voltage capacitor, which a replacement was sent to the customer for their installation. The device remains at the customer site and no further evaluation is warranted at this time.